Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily tortuous mid left anterior descending artery that was 80% stenosed with a noted perforation. A 2.80x19mm rx graftmaster failed to cross due to anatomy and became stuck. During removal the hypotube separated in two pieces as resistance with the anatomy was also met. The device was simply removed altogether as a single unit. Another rx graftmaster was used to successfully treat the perforation. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.